Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the pain was due to the ipg hitting the si screws after the patient had an si fusion surgery. It was also reported that the patient was unable to charge the ipg for a while. The patient underwent a revision procedure wherein the ipg was relocated and replaced.